Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: customer reported having a low blood glucose that she treated with glucose tablet (not glucagon). There was no hypoglycemic shock. Customer was sleeping prior to the event. Customer had received a low alert. Pump is not returning for analysis.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia, hypoglycemic shock, hypoglycemic shock treated with glucagon, glucose/carb intake, glucagon, and glucose/carb intake. Troubleshooting was performed. The event involved product(s) mmt-242a and mmt-1884. The customer was using the auto mode/smartguard feature at the time of the event. The customer has been using the insulin pump system within 48 hours of the reported low blood glucose event. The customer does not believe the pump was over-delivering. The customer recalls receiving any alarms since low blood glucose began affecting delivery. It was unknown whether the customer would continue using the device. No further patient complications were reported. No product return was required for mmt-242a. No product return was required for mmt-1884.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.